Event description:
It was reported that during colon resection procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2026 d4: batch # 715d82 investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual inspection of the returned tlc75 device arrived with the jaws closed and the knife advanced to the distal end. During attempts to return the knife to the home position, the knob was stiff, and a stuck clip was observed behind the knife between the jaws. After removing the clip, the knife was able to return to the home position without difficulty. A tcr75 reload was received loaded in the device. The reload was fully fired, exhibiting multiple damages on both the reload deck and channel. The swing tab on the returned reload was found in the locked position. Further analysis revealed that the left wedge was detached, and damage was present in the plastic area where this component engages. These conditions were most likely caused by the stuck clip found within the device. Due to the device¿s condition, no functional testing was performed. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 715d82, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.